Event description:
It was reported that during use with the bd bactec¿ 9050 system, a false negative result was obtained. Confirmatory gram stain and sub-culture testing were performed. Erroneous results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter: there was a false positive and a false negative.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: a failure was reported on a bd bactec 9050 (p/n 445800, s/n (B)(6)). Customer reported false positive and false negative issues on their instrument. A field service engineer (fse) was dispatched and observed the location of the instrument was in a location with exposure to sunlight. The fse moved the instrument to another location. The root cause is unable to be determined, attributable causes include instrument temperature and sunlight exposure. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10.

Event description:
It was reported that during use with the bd bactec¿ 9050 system, a false negative result was obtained. Confirmatory gram stain and sub-culture testing were performed. Erroneous results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter: there was a false positive and a false negative.